Manufacturer narrative:
This report is submitted on march 17, 2023.

Manufacturer narrative:
This report is submitted on february 13, 2023.

Event description:
Per the clinic, the patient experienced swelling around the implant site and subsequently was treated with antibiotics (specific date, type and duration not reported). The patient then underwent a skin revision surgery and repositioning of the device on (B)(6) 2022. It was also reported that the patient experienced an infection at the implant site (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.